Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly, however, corroded motor home switch noted during visual inspection.

Event description:
It was reported that the customer was hospitalized due to unexplained low blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer's insulin pump was alarming no delivery and motor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.